Event description:
During a pci procedure, a maverick2 monorail balloon ruptured at 12 atms on the third inflation. Prior to this, pre-dilatation was performed by a ryujin 1.25/10 balloon. Then, this maverick2 monorail balloon was used for size-up. When this maverick2 monorail balloon crossed the lesion, severe friction was felt. The balloon was expanded twice at 6atms and 8atms. The lesion being treated was a calcified 99% stenotic lesion in the mid right coronary artery (rca). A runthrough, whisper ms guidewire, 7f launcher al1.0 guide catheter, and a bision 3.0/15 stent were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.